Event description:
User facility reported that the spinal needle was inserted into pt. When the needle was withdrawn 3 cm portion of the needle was missing and remained in pt. Report received stated that the needle broke "after slight bone contact". The pt's surgery was performed under general anesthesia; during this procedure the remaining needle piece was surgically removed. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.